Event description:
It was reported that while filling the cartridge, it leaked at the o-ring. There was no reported adverse impact to customer's blood glucose. Customer changed the cartridge to resolve the issue.